Manufacturer narrative:
Sample returned for evaluation on 8/23/3021. The sample was returned for evaluation. The customer reported issue of a deflated foley catheter balloon was confirmed through visual inspection of the received sample. Based on the condition of the sample, the suspected root cause is a patient specific condition contributing towards the puncture/burst of the balloon. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
It was reported that, approximately five (5) minutes after insertion, the urinary catheter balloon burst. The urinary catheter came out of the patient and a new urinary catheter was inserted without further reported incident. When the urinary catheter was reportedly inspected by the patient's nurse, the nurse noted a tear. There was no adverse impact or serious injury related to the incident. No sample was returned to the manufacturer for evaluation and a root cause was unable to be determined at this time. Due to the reported need for medical intervention to insert a new urinary catheter, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter balloon burst.